Manufacturer narrative:
An investigation summary and service and repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the device was running intermittently. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 3-mar-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that: lot #003389, no service history review can be performed. A service history of the past three years has been reviewed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 28-apr-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver is working intermittently. The issue was found during testing and no surgery was involved. There was no patient involvement and that the issue was found outside the operating room. This report is 1 of 1 for (B)(4).